Manufacturer narrative:
(B)(4).

Event description:
The clinic director stated that a customer obtained questionable results from capillary blood samples using the coaguchek xs meter, serial number (B)(4). On (B)(6) 2017 at 9:29 am, the customer received an error message (on/off button pressed during measurement). At 9:31 am, the customer received two error messages (strip position error and measurement range overflow). At 9:35 am, the result was 1.0 inr. At 9:38 am, the customer received an error message (strip position error). At 9:44 am, the result was 5.9 inr. These results and error messages were found in the meter memory. On (B)(6) 2017, the customer obtained a result of 7.0 inr. This result was not found in the meter memory, and no results were found for that date. A venous sample was taken and the laboratory result was 2.3 inr. The laboratory method was performed using the dade innovin reagent. The laboratory result was considered correct. The customer was not adversely affected. He is currently feeling okay. No treatment was received and medication was not changed. His therapeutic range is 2-3 inr and he tests every other week. The customer does not have any hematocrit issues. He has no antiphospholipid antibodies and is not taking heparin. The clinic director did not know whether the customer is taking direct thrombin inhibitors. Clarification was requested but not provided. The meter and strips were returned, and replacement was sent. The returned meter and strips were tested in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used: donor #1 inr = 2.7 inr, donor #1 hct = 42%. Testing results, donor #1: master lot strip and meter = 2.8 inr, customer strip and meter = 2.6 inr. Donor #2 inr = 2.2 inr, donor #2 hct = 37%. Testing results, donor #2: master lot strip and meter = 2.2 inr, customer strip and meter = 2.1 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material met specification. Relevant retention test strips (lot 206634-12) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. The retention material met the specification. No information was provided that would indicate a cause for the result discrepancy.